Event description:
It was reported that a patient was dropped during transfer from the bed to the or table, at which time they hit their head resulting in the patient needing sutures. It is not known if the brakes were set at the time of fall, however upon inspection of the device reduced brake force was found at the foot end of the bed.